Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to corrosion around the battery connectors and inside the battery compartment. The lcd screen was wet once the boards were taken out of the case. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.